Manufacturer narrative:
Product complaint # : (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair/bicep tenodesis procedure when the surgeon was manipulating the bicep tendon the top jaw of their grasper grabber broke off in the patient. They could not locate the broken piece at first but x-rays were performed and the piece was located embedded in the bone. The sales rep stated that the surgeon decide to not remove the piece as it would cause more damage to try and remove it. The procedure was completed with another like device with no harm to the patient but there was a 15 minute delay to locate the broken piece. The other portion of the device will be returning for evaluation.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and inspected. The complaint can be confirmed. The upper jaw of the device appears to be missing. It is possible that the surgeon used the jaws to grasp an excessive amount of tissue therefore causing the jaw to break off under pressure of the tissue being grasped. However, given the information provided we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).